Event description:
During coil embolization within the aneurysm, the physician attempting to reposition the first coil for better placement when the coil stretched. A tail segment of the coil was left hanging in the parent vessel. He attempted to snare the stretch coil, but was unsuccessful. He managed to drag more of the coil into the pt vessel. He feels as a result the pt may have to remain on anticoagulants.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.